Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that while ambulating the patient, there was an unexpected low battery warning on the automated impella console (aic) after unplugging it from ac power with a 100% charge. The alarm indicated 50% battery remaining but self-resolved while the aic remained unplugged, with the battery level subsequently displaying 95%. Additionally, the aic was not streaming via impella connect (ic) during the event.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.